Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device heater plate was too hot and was smoking. This occurred during setup of peritoneal dialysis therapy. The technical service representative arranged a swap of the device and advised the patient to use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed and found nothing related to the reported issue. Functional and electrical testing was performed with no issues noted. A short simulated therapy was performed on the device with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.